Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer was dispatched to the customer site to further investigate the reported complaint. The fse replaced the master tool manipulator right (mtmr) to resolve the issue. The system was tested and verified as ready for use. Isi received the mtmr involved with this complaint and completed the device evaluation. Failure analysis investigation was able to reproduce the reported failure during calibration (via matlab). The opto button assemblies will be replaced as a fix. A system log review was conducted and errors related to the right mtm were found. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip of the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: the mtmr of the surgeon side console did not function as expected. Although the surgeon was able to use a second ssc to complete the procedure, system unavailability after the start of a surgical procedure (first port incision) could lead to the procedure to be converted/aborted. While there was no harm or injury to the patient, the reported failure mode could cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer had difficulty completing matching grip after swapping patient side manipulator 1 and 3. The surgeon had to open and close the master controller grip multiple times. The customer contacted an isi technical support engineer for troubleshooting assistance. The customer tried to power cycle the system, but the issue persisted. The surgeon moved to another surgeon side console to continue. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the operating room (or) nurse and obtained the following additional information: the procedure was completed robotically with no reported patient injury or harm to the patient. There was no system malfunction. The customer attempted troubleshooting with the tse, but the surgeon ultimately moved to another ssc to resolve the issue. There was no issue noted during the setup of the system nor port placements. The system was inspected prior to use. The patient did not experience any post-operative complications. No video recording of the procedure was available for review.